Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va08745, implanted: (B)(6) 2013, product type: lead. Product ID: 3037, product type: programmer, patient. (B)(4)

Event description:
It was reported that the caller was a MRI technician and the patient was scheduled for a brain MRI. The patient turned the device on prior to coming to the MRI and stated her battery was not working. The MRI technician did not know if the patient was referring to the programmer or implantable neurostimulator (ins) battery not working. It was unclear what the issue was and no interventions were reported, so additional information was requested. If additional information is received a supplemental report will be sent.